Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time changed multiple times without user interaction. Review of pump data by tandem technical support confirmed a time change took place on one of the dates customer alleged. Tandem technical support advised customer to monitor issue and call back if issue reoccurs. Customer's blood glucose level was 320 mg/dl.